Event description:
In 2008, the patient reported that 2 weeks ago she noticed the piston rod of her infusion device was turning green. She stated that it looks like "algae." She stated that the piston rod has never been wet and no insulin has been spilled inside of the device. She stated that on one occasion she did have difficulty retracting the piston rod. She stated that she was able to start the process over and the piston rod retracted. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.